Manufacturer narrative:
Additional information: d10 (concomitant medical products). Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One device was returned for investigation. Inspection of the returned device confirmed the catheter was returned in used condition and attached to a used drainage bag. The catheter was disconnected from the drainage bag to perform a leak test. No grasper or puncture marks were observed on the balloon material. Functional testing was performed by inflating the balloon with 150 ml of tap water. A leak was noted in the proximal end of the balloon material. Under magnification a large hole was located at the bottom of the balloon along the glue bond. It appears the balloon pulled away from the glue bond. A review of the device history record (DHR) found no non-conformances for the reported lot number. Because there were no non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint was confirmed based on customer testimony and evaluation of the complaint device. A definitive cause for the bond separation could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. We will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on 17sep2019.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported that the balloon was withdrawn after two hours, but it is noted that a "spontaneous withdrawal" of the device occurred two hours after introduction into the patient.

Manufacturer narrative:
PMA/510k #: k170622. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a tamponade of postpartum hemorrhage, using a cook bakri postpartum balloon with rapid instillation components, it was discovered that the balloon had a hole. The device was removed after two hours. There was no need for an additional balloon placement, because the hemorrhage was under control by this time. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.